Event description:
The customer called and alleged high readings when using his contour usb meter. No adverse events were alleged. His complaint did not meet the criteria to be reported initially, but his test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read an average of 117 mg/dl high, out of specification.